Event description:
Report rec'd of an overdelivery of pain mgmt therapy due to operator error in programming the device. The pt was receiving either 0.01mg/ml of dilaudid or 0.1mg/ml of morphine through an intrathecal catheter. The customer could not recall which of the 2 drugs the pt was receiving. The pump was programmed at a continuous rate of 0.5ml/hr. The orders for the administration read: "for unrelieved pain, may increase medication by 0.1ml every 6 hours". The nurse read the volume that had been infused (2.8ml) on the pump display, and thought, that this number was the rate. The current rate at the time was 0.5ml/hr. Instead of increasing the rate to 0.6ml/hr, nurse increased the rate to 2.9ml/hr. Consequently, the pt's medication was increased from 0.5ml/hr to 2.9ml/hr. The pt experienced nausea and itching and was treated per standing orders with unspecified medications for the symptoms. As the pt was still experiencing pain, the error was not noted at this time. The following morning, the surgeon discovered the programming error. The medication rate was lowered to 2.3ml/hr. The pt continued to have unrelieved pain. The pump involved with the incident was not isolated and remains in clinical use. The customer stated that the event was not a pump problem, but an operator error. Though requested, there was no further info available.